Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A follow-up report will be filed if product is returned or additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a user report which reported the following information: a pharmacist reported, a patient's adc freestyle libre sensor "failed" and the customer "suffered a severe hypoglycemic episode and was hospitalized". No further information was provided and attempts to gather additional information have been unsuccessful thus far. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product-related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Abbott diabetes care received a user report which reported the following information: a pharmacist reported, a patient's adc freestyle libre sensor "failed" and the customer "suffered a severe hypoglycemic episode and was hospitalized". No further information was provided and attempts to gather additional information have been unsuccessful thus far. There was no report of death or permanent impairment associated with this event.